Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence and reported the device stopped working six months prior. During the explant procedure, a hole, with resultant fluid loss, was found in the pressure regulating balloon (prb) where the tubing connects. The physician also noted that the patient had developed urethral atrophy. The entire device was replaced, and a smaller cuff was used. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3 date of event: estimated.